Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly did not find a bent, kinked, or damaged soft cannula. Further inspection of the cannula assembly did not find any damages or defects that could contribute to a needle mechanism failure. An 0x10 alarm was generated in the pod data, indicating a reset caused by sawcop expiration. However, no timeouts or drive stalls were observed in the pod data. The pod data shows that the device completed the priming sequences and continued to operate until being deactivated at pulse 616. Inspection of the needle mechanism did not find any damages or defects that could contribute to a needle mechanism failure. The needle mechanism was reset and found to function properly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward, after wearing the pod on the abdomen between 4 and 24 hours, indicating a failure of the needle mechanism. The patient's blood glucose levels were affected, exceeding 500 mg/dl. The cannula was found to be bent after removal. Hyperglycemia was treated a new pod and bolus.